Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dir 85251 received from tga in relation to depuy - pinnacle acetabular component - biolox delta ceramax ceramic insert - acetabular shell clinical event information: patient underwent total hip replacement on (B)(6) 2021 a johnson and johnson depuy pinnacle series 100 acetabular component (54mm external diameter/36mm internal diameter) was used. Post operative progress and x-rays were normal at the 3 month review. One year later presented with groin pain and x-rays demonstrated fragmentation of the ceramic liner. This was initially kept under review but progressed on serial x-rays with further fragmentation, culminating in revision surgery on (B)(6) 2023, 2 years following the initial surgery. The ceramic liner rim was found to be nearly circumferentially fragmented and required exchange to a new ceramic liner with preservation of the titanium shell. Patient outcome/consequences: required a revision hip procedure for exchange of the fractured liner

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicates that there was no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device product code:121881754, lot number:9498946 and no non-conformances / manufacturing irregularities were identified.